Event description:
There is no additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, h2, h3, h4, h5, h6, and h11. The device was not returned to olympus for inspection; therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, the cause of the occurrence could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the videoscope with the maj-891, the maj-891 was not cleaned, and disinfected. Number of procedures used: unknown. The issue was found during reprocessing. There were no reports of patient involvement.